Event description:
Bladder scan indicated patient with minimal urine output had 450cc of urine in the bladder. There was an order to irrigate the foley, but was unable to do so. Attempted to aspirate balloon contents to discontinue and change foley, but foley balloon would not deflate. Urology was called. Md unable to aspirate or remove foley. Film obtained. Pt given magnesium sulfate (mso4) and ketamine for pain. Urology then administered lidocaine and inserted a needle through the patient's penis to pop balloon and withdraw foley.